Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly; the ins battery had normal end of life and the telemetry and output were okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: 3389-40, lot# j0206639v, implanted: (B)(6) 2002, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The manufacturer representative that the implantable neurostimulator (ins) was replaced due to normal battery depletion. During impedance testing, contact 2 was high; c <(>&<)> 2-9140 ohms, 0 <(>&<)> 2-11,324 ohms, 1 <(>&<)> 2-9647 ohms, 2 <(>&<)> 3-15018 ohms. All other electrode impedances were normal and within range. The extension was also replaced and when connected to the new ins, all impedances were normal. The issue was considered resolved at the time of report. There were no patient symptoms reported and the patient outcome was noted to be alive with no injury. The indication for therapy was parkinsons dual and movement disorders. Further follow up is being conducted . If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.